Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that data was missing from pump history. Reportedly, after a bolus had been programmed and delivered by the user, the requested bolus did not show on the pump history. Recommendation was made by tandem technical support to upload the pump data logs to perform a review of the reported event. Although requested, no further information was provided. There was no reported impact to the customer's blood glucose level.